Event description:
It was reported that a cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to remove the case from the pump, inspect the pump and pneumatic tap area for any debris or damage, and clean the area using an alcohol wipe or lint-free cloth. After inspecting and confirming the cartridge o-ring was undamaged, the customer was able to reload the cartridge successfully and resume insulin therapy.